Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician observed a pem in the stand off on the front housing of the monitor was loose. The monitor was originally returned for repair of several error code failures when the loose pem was found. Since the event occurred at the service center, there was no pt involvement during this event.